Event description:
It was reported that the rv lead was explanted due to an inappropriate shock. Noise and t-wave oversensing were also noted as reasons for explant. No further patient complications were reported as a result of this event.